Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the battery in a 980 ventilator was not charging. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
(B)(4). Additional information was received regarding patient involvement. The service engineer (se) inspected the device and verified the reported issue however, the repair of the device has not been completed.

Event description:
It was reported that, the battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event.